Event description:
It was reported that a patient, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. During the procedure, a perforation of the left atrium was noticed and confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 600 ml of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system model #: m-4800-01 serial #: (B)(4) stockert 70 system model #: m-5463-01 serial #: (B)(4) cool flow pump model #: m-5491-02 serial #:(B)(4) lasso nav variable 2515 catheter model #: unknown lot #: unknown (B)(6). (B)(4).